Event description:
Clinical study. It was reported that following a carotid artery stenting procedure, the patient experienced in-stent restenosis. The target lesion was located in the ostium left internal carotid artery with 90% stenosis and was 10mm long with a reference vessel diameter of 5mm. The physician treated the lesion with placement of a filterwire ez and a 4-9 x 30 mm nexstent. Following post-dilatation, there was 10% residual stenosis. The patient was discharged 2 days later. At 373 days after the index procedure, the patient was seen for a 12-month follow-up visit. The patient had no tia or stroke events but reported a focal seizure. Nih stroke scale was 1 for sensory motor functions. An ultrasound performed at the 12-month follow-up noted a 59% target lesion stenosis. Core lab date is not available.

Manufacturer narrative:
All records indicate the lot was manufactured according to documented work instructions with no discrepancies. The complaint device was not returned; therefore, product analysis was not possible. Without product analysis, it was not possible to confirm the reported event or inspect the device for potential root causes. The most probable root cause is considered anticipated procedural complication.